Event description:
It was reported by the device that patient wrote on a social media, since week 2 of implanting the device flipped onto its side when the patient rolled on the right side. At first this was painful and now it is not so much painful but causes swelling and heath next day. The patient said I can stop it from flipping on its side by pressing a hand over the top of it when I move. But in sleep it rolls over. The patient also mentioned at last device check the electrophysiologist who listened did not comment. The patient was concerned if it's something that stops over time or needs attention. The device remains in use. No patient complications have been reported as a result of this event.